Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 357.406, synthes lot 5091353, supplier lot 2447870001: release to warehouse date: october 07, 2005. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed. Per the technique guide, the 357.406 5.0mm flexible hexagonal screwdriver is an instrument routinely used in the titanium trochanteric fixation nail system. The screwdriver was returned and reported to have a broken component at the tip of the device. This condition is confirmed; the connection of the flexible shaft to the distal tip has broken along a weld which holds the two components together. It is likely that over ten years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in october 2005 and is over ten years old. The balance of the returned device is in otherwise fairly good condition with only some wear along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5.0mm flexible hexagonal screwdriver, from a trochanteric fixation nail set (tfn), was noted to have an issue during an inspection and re-stocking of hospital inventory. Reportedly, the coupling piece that connects the flexible shaft to the tip of the driver has become very loose causing the tip to partially separate from the shaft. The device was reported to be about three (3) years old. The reporter stated that there was no attributable cause for the device failure. When the device was evaluated by the manufacturer it was noted that the screwdriver had a broken component at the tip of the device. This is report 1 of 1 for (B)(4).